Event description:
It was reported that the patient was experiencing change in stimulation and increased pain at the lower back ang legs following multiple back surgeries. It was reported that the patient was not able to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well with god coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.